Event description:
It was reported that during central processing, the fenestrated bipolar forceps had a burn zone at the jaws, which may be aggravated during subsequent use and lead to a risk of tissue burns. There was no report of patient involvement or reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that no electric arc was observed during the procedure. The patient sustained no injuries. A burn mark was detected on the instrument during re-sterilization by the sterilization technician. The procedure proceeded without any particular incidents.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. A return material authorization (RMA) was issued to evaluate the isi device. If the product is received and evaluated, a supplemental MDR will be submitted.